Manufacturer narrative:
Eua #: (B)(4). There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 1209673, medical device expiration date: 2022-02-18, device manufacture date: 2021-07-28. Medical device lot #: 1251621, medical device expiration date: 2022-03-11, device manufacture date: 2021-09-08. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, 2 discrepant results were obtained. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: customer reported multiple discrepant (alleged false positive) bd sars cov-2 result.

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd sars-cov-2 reagents kit (ref. 44500301) lots 1209673 and 1251621 was performed by the review of manufacturing records, review of customer¿s data and verification of complaints history. Review of the manufacturing records of the bd sars-cov-2 reagents indicated that lots 1209673 and 1251621 were manufactured according to specifications and met performance requirements. Customer reported discrepant results with bd sars-cov-2 reagents for bd max¿ system (44500301) kit lots 1209673 and 1251621. Customer provided database from instrument ct1782 for investigation. The customer¿s udp settings were verified, and the result logic parameters were set in accordance with the bd sars-cov-2 reagents instruction for use. Manual pcr curve adjudication of all the positive samples in the data revealed true positive results of both n1 and n2 targets for all the samples identified by the customer, except two (run 2738 b10 and run 2750 a5). These 2 samples were positive for only the n1 or n2 target, but nonetheless appeared as true positive results. No detail was provided explaining why customer suspected false positive results apart from customer stating that the results were false positive. Since the limit of detection can vary between different assays, this could explain the discrepancies. Moreover, discrepant results can occur due to viral titers in the specimen being at or near the limit of detection (lod) of the assay or through environmental or cross contamination introduced during the sample preparation at the customer¿s site. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves is a subjective evaluation of the data. Based on the data and information provided, specimens at or near the assay limit of detection (lod), or environmental or cross contamination, are the most likely causes to explain the customer¿s discrepant positive results. However, bd is unable to confirm the exact cause of the issue. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on bd sars-cov-2 reagents kit lots 1209673 and 1251621. The root cause was not identified. However, positives samples at the limit of detection of the assay or a through environmental or cross contamination introduced during the sample preparation at the customer¿s site can explain the customer discrepant samples. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no reagent issue was identified. Bd quality will continue to monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while testing with the bd sars-cov-2 reagents for bd max¿ system, 2 discrepant results were obtained. There was no report of patient impact. Eua #: (B)(4). The following information was provided by the initial reporter: customer reported multiple discrepant (alleged false positive) bd sars cov-2 result.